Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The lesion was pre-dilated with a 2.50 x 12 mm semi-compliant balloon. Following rotablation to further prepare the lesion, a 2.75 x 48 mm synergy xd drug-eluting stent (des) was deployed at 11 atm and post-dilated with a 3.00 x 12 mm non-compliant balloon at 12 atm. A dissection was observed at the proximal edge of the stent. The dissection was flow-limiting, and subsequently, a 3.50 x 28 mm synergy xd des was deployed proximally, overlapping the first stent and covering the proximal edge dissection. The procedure was completed, and the patient fully recovered and remained stable.